Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: lot #: lk8cmgq1. What do you mean by "only one clip (from four pieces) was possible to set and position?" Was there issue with the clip holding on to the suture? If yes, did the clip not hold on suture intra-op? Three clips did not close. Confirm total qty involved with the reported issue during the same procedure? Only one clip of four closed. The others did not close on the suture during the op (intra-op). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an laparoscopic cholecystectomy procedure on (B)(6) 2018, and an absorbable clip was used. The clip would not set into position. There were no consequences for the patient.

Manufacturer narrative:
Product complaint # pc-(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. One (B)(4) reload was received with no apparent damaged and with four clips present. The clips on the returned reloads were manually loaded into a test clip applier and the clips were formed as intended. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.